Manufacturer narrative:
A product investigation was completed: the two pairs of 398.40 reductions forceps with lot numbers t979155 and t979152 were returned and reported to no longer be holding properly. This complaint condition was likely caused by over three years of consistent use and possible rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. This complaint is confirmed. Per the technique guide, the 398.40 reduction forceps are an instrument routinely used in the small fragment locking compression plate (lcp) system. The device was returned and reported to no longer be holding properly. This condition is confirmed; both sets of forceps are loose and bent along the toothed locking mechanism preventing the devices from locking as intended. It is likely that over three years of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. The forceps from lot t979155 were manufactured in october 2012 and are over three years old. The forceps from lot t979152 were manufactured in september 2012 and are over three years old. The balance of each of the returned devices is in fair condition with some wear consistent with over three years of use. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Upon review of the device history record, no non-conformance reports germane to the complaint condition were generated during the production of this device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: part # 398.40/ lot# t979155 manufacturing date: 04-oct-2012, review of the device history record of tuttlingen showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications, confirm that the, material, components and final product met inspection records, certification. All (B)(4) parts of the lot were checked 100% for ctq features and for function at the final inspection on (B)(6) 2012. No ncrs were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a right tibia open reduction internal fixation (orif) on (B)(6) 2016. During the procedure the sales consultant was informed by the nurse that the plate was past the expiration date (dec 2015) that was about to be implanted in the patient. Another similar device was not available. The procedure was successfully completed. No surgical delay or harm reported to patient. Also, during this case, the surgeon noted that the ratchet mechanism was not holding for (2) point reduction forceps. This complaint involves 3 devices. This report is 3 of 3 for (B)(4).